Event description:
A medtronic sales representative reported for the doctor that 45 minutes into the procedure had trouble ventilating the patient. He was not certain as to why ventilation decreased, but he replaced the tube with a regular tube and completed the procedure. Dr thought maybe the tube was crushed by the air in the cuff. The procedure was extended over one hour. No injury or impact to the patient was reported and no physical abnormalities were noted. Doctor was uncertain if gas or air was used to inflate the cuff and did not know how many cc's of gas were placed in the cuff.

Manufacturer narrative:
The device was not returned to medtronic for further evaluation. Anecdotal information from the doctor when reporting this event to the company indicated that a similar event had previously occurred but was not reported to medtronic xomed. The prior event will be reported on MDR# 1045254-2008-00031.